Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer replaced the cap piercer to resolve the issue. (B)(4).

Event description:
The customer reported the unicel dxc 600 pro synchron system generated an erroneously low results for sodium (na) and erroneously high results for carbon dioxide (co2). The results were reported outside of the laboratory. The customer stated that quality control (qc) recovered within specifications prior to the event. There was no change to patient treatment in association with this event.